Event description:
It was reported that during a neuro percutaneous transluminal angioplasty procedure, the tip separated from the wire and a dissection of the vessel occurred. The tip was retrieved with a snare. It is unknown how the dissection was repaired. Pt status is listed as "okay".